Event description:
The reporter states that the anti-drift bolt was removed by the surgeon approximately 3 months after the initial procedure. No pain or symptoms were reported with the screw migration. The joint was fused. The anti-drift bolt was removed, and the patient returned to full activity.

Manufacturer narrative:
The reporter states that the anti-drift bolt was removed by the surgeon approximately 3 months after the initial procedure. No pain or symptoms were reported with the screw migration. The joint was fused. The anti-drift bolt was removed, and the patient returned to full activity. Non-conformance was not identified based on the lots that would contribute to this failure mode. The root cause is unknown. Potentially, force from weight-bearing with normal walking motion caused the screw to back-out. Screw back-out is a known failure mode of screws. The following implant were also included in the contruct. Only the anti-drfit bolt was removed. Ref: 7100-lp18-l ln: 501730 qty: 1 product name: dynabunion plate 18mm-left pack-out. Ref: 7118-1818kt-c ln: 300281 qty: 1 product name: dynaforce himaxc implant kit 18x18x18. Ref: 15pl-3516 ln: 400353 qty: 1 product name: motoband cp polyaxial locking screw 3.5mm x 16 mm sterile. Ref: 1500-3522 ln: 400151 qty: 1 product name: motoband cp non-locking screw 3.5mm x 22mm sterile. Ref: 1500-3516 ln: 400342 qty: 1 product name: motoband cp non-locking screw 3.5mm x 16mm sterile.